Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to replace the user interface. The customer replaced the user interface to address the issue. Failure analysis of the returned part indicates: root cause: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the ventilator display was dim. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.